Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The approach was performed from the opposite side femoral artery (fa) to the chronic total occlusion (cto) lesion in the left superficial femoral artery (sfa). After the guidewire crossed the lesion, a 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced and inflated at 10 atmospheres but failed to cross the lesion. The device was replaced with a 2-4 non-bsc balloon catheter and pre-dilatation was performed. Following stent placement, a 7.0mmx60mmx135cm sterling balloon catheter was advanced for post-dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The procedure was successfully completed with a 7-4 mustang balloon catheter. There were no patient complications reported.